Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The next day, the patient was hospitalized for the event. The cause of peritonitis was not reported. On an unreported date, the patient was treated with injection heparin (intraperitoneally (ip), dose and frequency not reported), injection fortum (ip, 1 gram, frequency not reported) and injection vancomycin (1 gram, one in 5 days, route not reported) for peritonitis. The patient recovered from the peritonitis event. It was not reported if pd therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this event.